Event description:
It was reported that the cartridge was leaking from the canister. The customer's blood glucose (bg) level was 520 mg/dl. The customer addressed their bg with a correction bolus. Customer loaded a new cartridge to address the issue.